Event description:
Ammonia reagent in use gave quality control results that were within the stated ranges but gave pt results that were less than the sensitivity (less than 8 umol/l) of the test method. The pt in question had a history of elevated ammonia levels. Because the controls were acceptable, the pt results were reported. It was not until we got a second pt with a history of elevated ammonia levels also showing less than 8 umol/l that we knew we had a problem. This pt was not reported. The same results were verified on a 2nd abbott architect. On (B)(6) 2015, the (B)(4) supervisor contacted abbott laboratories customer support and spoke to (B)(4). The problem was described in detail and she said that she would file the complaint and get back with the chemistry supervisor. On (B)(6) 2015, the (B)(4) supervisor called abbott laboratories customer support again and spoke to (B)(4). After telling that we were having an ammonia reagent problem, she stated that they were no longer shipping a lot number because it was having problems. She described the exact same problem that we were having. After giving her our lot number, she said that was the lot number in question and it was not being shipped. I asked if a customer bulletin had gone out and she said nothing had been sent to the customers to let them know about the issue with the lot. If we would have been notified by the company, we could have taken the lot number out of use much earlier. No notification during the entire week of 09/14/2015. Received email notification of product investigation on 09/22/2015.